Event description:
An ocd field engineer reported on behalf of a customer that the ortho provue analyzer failed qc testing. The customer was performing qc on a 3-cell antibody screen test and reported that cell # 1 did not react.